Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the stimulator was not working. It was noted the stimulator stopped working about 1.5 years prior to the report. No symptoms or further complications were reported or anticipated. Additional information was received from a friend/family member of the patient. They reported that the patient's device had "not worked for three years at all." The patient changed the battery in the programmer, but were not getting therapy benefit. They clarified the issue was that the ins was "not controlling the bladder at all and the device was implanted to control the patient's bladder." The patient had moved since implant and no longer had a managing healthcare provider. They had not had a doctor at all to look at the ins to determine if it could be "repaired." The caller stated the patient may need to have the implanted system removed to have an MRI scan (not alleged to be related to the device/therapy), and because it had not been working and the patient may have to go back to taking pills. The caller clarified the ins worked "for about 1.5 years after it was adjusted by their implanting physician", which was "maybe 21 months following date of implant," but the ins did not function for a full two years before it began to fail. The patient noticed the ins was not working because the patient's bladder was back to not voiding as they should. The caller clarified the patient noticed this "between 1.5-2 years" after date of implant and clarified in the summer of 2017. The patient was sent healthcare provider listings and redirected to a healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the hcp has a note the patient's ins 'has not functioned properly for three years¿ not working at the moment or receiving signal'. Caller confirmed the notes indicate this is the ins itself. Technical services reviewed this could be end of service (eos) but the best course of action is for patient to follow up with their doctor to determine what is happening and to discuss MRI possibilities. There were no patient complications reported as a result of this event.